Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during the rewind process. Customer's blood glucose was unknown mg/dl. The customer stated that the pump was able to complete rewind and did not received the alarm while on the phone. The customer stated she has several cracks on her device but she does not know how the cracks got there. The customer was advised to disconnect use of the device and revert to backup plan. The customer was advised that the device would be replaced.